Event description:
Patient reported being admitted to the hospital because she had clinical manifestation of vomiting, nausea and hyperglycemia. No blood glucose values were provided. Patient's normal blood glucose levels were not provided. Treatment received was not provided. No further information is available. Product was replaced and requested return of the alleged product for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.